Event description:
On (B)(6) 2009 a company representative reported that the pt is developing air bubbles in the insulin cartridge after one day of use. He was trained on the proper procedure for filling the insulin cartridge and he does use room temperature insulin. It was requested that adapters be sent to the pt. Upon follow up with the pt on (B)(6) 2009 he stated that he experiences air bubbles in the insulin cartridge and after he primes them from the system he has no further issues. He stated that he does not attach the infusion tubing to the insulin cartridge prior to insertion into the infusion device. He stated that the adapter rests at a slight angle when attached to the infusion device. Upon follow up with the pt on (B)(6) 2009 he stated the he continues to experience air bubbles in the insulin cartridge while using the replacement adapters. He believes air is entering the insulin cartridge at the plunger. He stated that if he flicks the side of the infusion device new air bubbles form at the bottom of the insulin cartridge. No physiological effects were reported. He was advised to switch to a different lot of insulin cartridges. The pt did not require medical assistance from a healthcare professional or second party to address the issue. He declined replacement product. Product was requested to be returned for eval.